Event description:
It was reported that there was a question as to whether the ventricular high rates were due to noise on the patient's right ventricular (rv) lead. A lead polarity switch had occurred. The remote transmission showed that there had been 1,348,058 high v-lead impedance measurements since the last interrogation and 2,960 ventricular high rates in that time as well. The lead remains in use pending a lead revision. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the rv lead had possibly fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).